Event description:
It was reported that the procedure was cancelled. During an ekos procedure, this 135x12cm ekos endovascular device exhibited an e311 alarm which could not be resolved. The procedure was subsequently cancelled. No patient complications were reported.